Event description:
It was reported that an ilet user experienced persistent high glucose readings at 400 mg/dl while using a g7 cgm and the ilet system, with intermittent cgm signal loss initially resolving during the call, and subsequent reports of continued high glucose on the ilet; the caregiver later reported the user was intermittently not wearing the pump and consuming high-carbohydrate foods and drinks. Customer care provided telephone assistance that included technical support, and user education on wear-time and adherence. Investigation of this case revealed user nonadherence, including pump removal and intake of high-carbohydrate beverages and foods, as the likely contributor to elevated glucose. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention, with glucose later trending down. It was concluded that the event was consistent with hyperglycemia related to user behavior rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.